Event description:
This lead was explanted due to a fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. In between an approx. 8 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple signs of wear along the lead segments. In particular at the distal lead fragment the insulation was multiply rubbed through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant intracardiac motion and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.